Event description:
Boston scientific received information that difficulty was experienced interrogating this implantable cardioverter defibrillator (ICD) in clinic. Various troubleshooting techniques were attempted but were unsuccessful. Technical services discussed attempting a different programmer. No adverse patient effects were reported.

Manufacturer narrative:
The health care professional (hcp) reported the patient was new to the clinic and would follow-up with the physician. Records indicate this device remains in service. Should additional information become available this report will be updated.